Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2017 with the following findings: a review of the black box showed the user manually changed the date in the basal change history. This made the basal change history appear to not match the active basal program. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with a 2 unit per hour basal program and at the end of testing the correct units were shown in the basal history and in the total daily dose. No hypersensitive keys or stuck keys were found. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing, and delivered accurately and within range. The complaint was unable to be duplicated. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but less than 500mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.